Event description:
It was reported an evac 70 xtra hp plasma wand started smoking intra-operative. Details regarding how the procedure was completed were not provided; however, no patient complications were reported as a result of this event.